Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: during investigation, the pump was powered on and displayed the verify screen. The complaint of a cloudy display screen was not duplicated during investigation. There was moisture corrosion observed in the battery canister. A leak test revealed a battery compartment leak. The pump cover was removed and moisture corrosion was found on the cgm module. Unrelated to the complaint, investigation revealed a dim, discolored display.